Event description:
It was reported that at a scheduled follow-up, a polarity switch due to high lead impedance was noted. Atrial lead impedance in bipolar was over 9999 ohms and in unipolar was 873 ohms. The atrial lead was going to be replaced. However, during the procedure, the lead was tested with an analyzer, and impedance was in the normal range. When reconnected to the device, the impedance again read over 9999 ohms. It was determined that there may be an issue with the right atrial port of the device, so the device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed anomalous atrial and ventricular output conditions, which were found to be the result of lifted output bond wires.